Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (3002317), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown arthroscopic procedure on (B)(6) 2022, it was observed that the solution came out of the inflow tubing fms vue device at a high pressure - being at least 40 mmhg at the time of performing the initial purge. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received and functional test. Upon visual inspection of the pressure sensor coupler, it could be observed that it is damaged, water inside the tubing. The functional test was performed, the device failed to activate the pressure alarm due to the damaged pressure sensor connector. Upon further investigation, the pe connector appeared to be deformed. A manufacturing record evaluation was performed for the finished device 3002317number, and no non-conformances were identified. According with the functional test result, this complaint can be confirmed. A manufacturing investigation was performed; a visual inspection of the parts confirms that it is slightly deformed. The pe connector is a purchasing component and the manufacturer tried to replicate the deformity by applying extreme pressure/force to parts in inventory. Due to the nature of the material, the parts were not damaged. A quality alert with training was posted on the production floor to provide operators with awareness of the complaint. The manufacturer will continue to manufacture the product under the rigorous requirements of the certified quality management system. An nc was created regarding the condition of the pe connector for further investigation and document the corrective/preventive actions. As per IFU; when installing tubing, make sure tubing is not kinked or collapsed. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.